Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "no alarm." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and determined the power loss alarm was not operating to specification because of a pc board failure. Devilbiss has an active CAPA for the pc board issue